Event description:
A nurse reported that during intraocular lens implantation (iol) surgery an ophthalmic phacoemulsification handpiece did not perform ultrasound. The surgery was completed on the same day after replacing with another handpiece. The patient impact was not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. A photo of the handpiece was provided. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no returned product for testing. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was reported that during cataract surgery in the right eye of the patient an ophthalmic phacoemulsification handpiece did not perform ultrasound. It was also reported that there was no power inside the eye. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections b5, d4 and h6. The manufacturer internal reference number is: (B)(4).